Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot f105 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f105 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a tubing leak that occurred during a treatment procedure. The customer stated that the leak originated from the tubing that goes from the system pressure dome into the drive tube. The customer reported that the tubing leaked onto the pump tubing organizer. The customer stated that the treatment was aborted with no return of blood/products to the patient. The kit was not returned for investigation.